Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that reportedly leaked an unspecified infusate/fluid from damaged tubing. There were no abnormalities nor patient safety cases after replacing out a new one. There was no report of any human harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of tuing leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.